Event description:
Philips received a complaint from customer biomed, reporting the function of the v60 ventilator navigation ring was intermittent. The device was not in clinical use. There was no report of harm. There was no patient, nor user impact reported. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and determined front bezel replacement was necessary. The bme completed part order and replaced the bezel once the component was made available. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
H11: the biomedical engineer (bme) confirmed the user was able to change, accept, and/or cancel values by using the touchscreen, and the issue did not interfere with device intended output. A navigation ring malfunction is not a reportable event for the v60 ventilator if the touchscreen is functioning as intended and there were no unintended parameters changing on their own. Therefore, this complaint no longer meets reportability requirements.